Event description:
There are 3 shimadzu mobiledart mobile x-ray machines throughout our facilities. Mobiledart evolution, model mux-200d, part number 50379999-11, fishers serial (B)(4), zionsville serial (B)(4) and carmel serial (B)(4), all manufactured between 2019 and 2020. The insulation on the power cable used to charge the batteries has been breached at fishers and the same cable on the other two units are showing signs of wear in the same location. It occurs near the spring-loaded/ ratcheting cable retractor where the cable exits the machine. There are two pieces of black plastic that are supposed to protect the outer jacket and prevent wear but, with continued use, the black plastic has worn in two places on the same side (the wear forms the shape of a "3"). The region between the two semi-circular wear places has become sharp enough to cut the jacket. The result is that the outer jacket becomes torn and exposes the insulation of the three wires inside. I have not seen any copper yet. This could eventually become a safety hazard for the x-ray technologist. Reference report: mw5115505, mw5115506.